Manufacturer narrative:
Investigation summary: customer returned (157) loose lancets, not used, in an open box for ultra fine short pen needles (8mm x 31g, lot#: 7241632). Consumer reported that 197 green ultra-fine lancets were mixed into the box with the pen short needles. All returned lancets were examined and counted. There were 157 unused lancets received, loose in the opened pen needle box. Since the box was already opened, it could not be determined if the lancets were mixed with pen needles at the manufacturing site. No pen needles were received and the box was not sealed; hence, the alleged defect could not be confirmed. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot, concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd ultra fine¿ short insulin pen needle was mixed with other products. No serious injury or medical intervention reported.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ short insulin pen needle was mixed with other products. No serious injury or medical intervention reported.